Event description:
It was reported that the patient developed an infection at the ipg site. The patient admits of using a back scratcher at the site. Symptoms of infection were irritation, pain, redness and fluid discharge at the ipg incision site. The patient was prescribed with antibiotics and underwent an explant procedure.